Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of above 600 mg/dl; cause was not known. Reportedly, the customer address the elevated bg; however, specific treatment was not confirmed. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.